Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect three weeks prior to the report. There was no known accident or incident related to this incident. High impedance >40,000 ohms were reported on all 16 electrodes. Actual impedance values were not available. Fluoroscopy showed the neurostimulator-lead connection appeared to be okay. Add'l fluoroscopy was going to be performed to confirm lead location. Add'l info received reported the absence of stimulation was due to high impedances. The pt's implanted neurostimulator and leads were going to be replaced on (B)(6) 2011. Add'l info has been requested but was not available as of the date of this report.